Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 to report that the receiver displayed error 121 on (B)(6) 2016. No injury or medical intervention was reported. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 to report that the receiver displayed call tech support and error 121 on (B)(6) 2016. The complaint device was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. The data log could not be retrieved and functional testing could not be performed because of the "call tech support" error. The customer complaint was confirmed because "call tech support" was displayed. The root cause could not be determined.